Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that the towels pwtb04-stm from the basic ir pack sanhfirshf are getting lint balls on them during an angiogram procedure. The particulates are also from the foam tray. This is problematic because they can become an embolic for the patient. There was no injury or delay reported. Report being filed for potential for injury.

Manufacturer narrative:
Supplemental report is being filed due to the sample towels pwtb04-stm were received from the customer for investigation following the submission of the initial MDR report submitted on 2/3/2021. It was determined the towels were not the source of particulates found in the basic ir pack sanhfirshf. No further action is required at this time.